Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated it is taking her the whole afternoon to charge the implant patient clarified she is getting excellent charge quality. When she is connected patient stated her implant charge time usually takes 2 to 3 hours patient service specialist asked patient when this started and patient stated that it has always been that way. Patient verified she has not had the implant position checked in the pocket. Patient clarified the rectangular thing is not perpendicular to her buttocks it is at a 30 degree angle. The patient was redirected to their healthcare provider to further address the issue and to have the recharging data checked. Pss is sending a message to the field about pt call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.